Event description:
It was reported that the patient presented to the emergency department with a low heart rate. It was observed that there was no capture on the right ventricular lead. Device programming was made, and capture was restored with a normal heart rate. Further programming changes were made, and the patient was observed for several minutes with normal operation. The patient was in stable condition before during, and after the event.